Event description:
It was reported that an app that stopped working occurred. The probable cause was determined to be an app crash. The probable cause of the app crash could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).